Event description:
During a rescue the AED analyzed the pt rhythm, advised a shock, and delivered a shock. The AED analyzed the pt rhythm a second time and advised a shock, but the AED lost power before delivering the second shock.